Manufacturer narrative:
D.4. Catalogue and serial number have been updated. H.4 manufacturing date has been updated. H.11. Through follow up it was clarified the bubble sensor for 3/8 tubing (item 23-07-50, sn (B)(6), manufactured on 07.05.2015) was replaced due to deflated bladder and constant alarm is reproducible the sensor was replaced with a new sensor. Perform visual inspection and functional verification safety checks. The deflated bladder is a known issue that causes (as reported) bubble sensor triggering false bubble alarms. In this case, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in a prolonged interruption of cardiopulmonary bypass. Moreover, as per device instruction for use, the bubble sensor function is required to be checked before each operation, to prevent failures from occurring during a procedure. Therefore, the event is reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. D.4. As the serial number is unknown, unique device identifier (UDI) number is not available. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the bubble detector. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector did not work. The issue occurred during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient injury.